Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with sensor and glucometer readings aligning and a highest documented blood glucose of 296 mg/dl after consuming coffee with sugar and small bites of food; levels remained above 180 mg/dl for about three hours, no alerts for >300 mg/dl over 90 minutes occurred, no backup therapy or ketone testing was used, and no medical intervention was required. Symptoms included high blood glucose without acute complications. Outcomes included no hospitalization, no medical procedures, and no need for assistance. Investigation included review of device performance, troubleshooting, and user education. Investigation of this case revealed no device alarms, no device malfunction, and no component failure, and the event was assessed as hyperglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.